Manufacturer narrative:
The insulin pump was received with critical pump error alarm, however the critical pump error was able to be bypassed or cleared. After re-initialization, the pump completed the boot up process normally. The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime test, seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The formatted history and long trace files show multiple pump error 2 and pump error 3 alarms were triggered prior to the critical pump error alarm due to a software error. The insulin pump also was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a critical pump error alarm. The critical pump error picture was displayed on the screen. The customer¿s blood glucose level was 10.9 mmol/l. The customer also reported that the opening of the reservoir compartment was cracked. The insulin pump was not returned for analysis.